Manufacturer narrative:
The complaint notification associated with this device described that screws in the knee joint are missing. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at our us after sales service center on september 8th, 2017. After evaluation we can confirm that the right hand screw in the upper posterior section of the knee joint was loose. An exact reason for the loosening of the bolt could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that screws in the knee joint are missing. The user did not fall and sustained no serious injuries.